Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and a ventilator inoperative alarm condition occurred. The device's software was reloaded to address the issues.